Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content that was measured in the platelet product collection. There was not a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore, no pt information is reasonably known at the time of the event. Donor unit # (B)(6). The disposable kit will not be returned as it has been discarded. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). The run data file (rdf) was analyzed. Signals in the run data file indicate that the higher than expected wbc content in the platelet product was likely a result of an escape of wbcs from the lrs chamber throughout most of the procedure. There are no events (adjustments, changes in pump speed, substate changes, etc.) In the procedure that corresponds with the onset of the overloading of the lrs chamber. Based on the available information, it is possible that this leukoreduction failure could be donor related. Investigation evaluation and corrective actions are in process. A follow up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that was related to this event. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes were provided in the initial report for this event. An internal CAPA has been initiated to evaluate reports of elevated wbc counts.